Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial knee procedure, a total articular surface provisional instrument fractured during the trailing process. There was no patient impact as a result of this malfunction. It was reported that no further information is available.